Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was also reported that the right atrial (ra) lead exhibited undersensing on stored and current electrograms (egm). It was also reported that the right ventricular (rv) exhibited lack of pacing and had "failed". The ra lead remains in use and the rv lead was turned off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the physician that the rv lead "does work."